Event description:
It was reported that a pump declared alarm 20 during pumping. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the cartridge alarm persisted, so a replacement pump was arranged as the original was still under warranty. The customer was instructed to return the problematic pump and informed on how to enter storage mode, with a backup therapy via multiple daily injections planned to ensure continuous insulin delivery.